Event description:
It was reported that during a da vinci surgical procedure, it was noted that a broken cable was observed on the mega suturecut needle driver instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments grip cables were broken. One grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found the instruments idler pulley was damaged where the broken grip cable was routed. The idler pulley exhibited scratch marks, pulley rim, and face damage. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the instruments broken grip cables if to recur could cause or contribute to an adverse event.